Event description:
It was reported that the pump exhibited a check syringe plunger sensor error. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed, and the reported issue was verified. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the plunger. The service history review had no indication that the complaint was related to a service of the device within the review period.